Event description:
The customer reported to olympus, the lamp on the evis exera iii xenon light source was broken. An olympus field service engineer (fse) was dispatched to the customer site and found a failure in the lamp. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found by the field service engineer (fse).

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the customer site and found a failure in the lamp. The fse replaced the lamp to resolve the customer¿s allegation. The lamp counter was reset and the lamp was working properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The broken lamp observed by the customer occurred prior to an unknown procedure. The customer had reported the xenon lamp should be replaced.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the lamp failure could not be determined. Olympus will continue to monitor the field performance of this device.